Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary ==> the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, the implants and suture were not received along with the device. The gun was received with some red tapes. The red trigger was reviewed and tested, it performed as intended. The pusher rod that places the implants is also in good shape, no structural anomalies could be found. A manufacturing record evaluation was performed for the finished device lot number: 141l321, and no nonconformances were identified. Based on the visual inspection, this complaint cannot be confirmed. The possible root cause for the reported failure reported could be related to a trigger mishandling, if the trigger was activated unintended, the deployment mechanism starts its process, and this would result in the first implant being only partially deployed. As per IFU, it is important to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). E3: reporter is a j&j employee. H4: the device manufacture date is currently unavailable. Investigation summary ==> a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo, it was not possible to see any damage in the gun. One implant was deployed, and no anomalies could be identified in the suture or the other implant. A manufacturing record evaluation was performed for the finished device lot number: 141l321, and no nonconformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the finding of the photo, this complaint cannot be confirmed. The device is required for testing, the photo provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in colombia that during an orthopedic procedure on (B)(6) 2023, a truespan meniscal repair system peek 12 degree device was used. According to the report, during the procedure the specialist, positioned the needle and shot the first peek, replaced the needle and before firing the second peek, it left the positioner and the stitch was lost. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.